Manufacturer narrative:
A portion of the actual device was returned for evaluation. The sample consisted of the catheter hub with the strain relief and a portion of the catheter tubing in the manufactured placement. The catheter tubing broke off 5 mm below the end of the strain relief. Microscopic evaluation revealed a cut at an angle in the area of separation. The catheter tubing exhibited evidence of shearing similar to those made by a sharp object. The review of the device history records and inspection reports showed that the product was manufactured according to specification and documented work procedures. Comparing the results of sample evaluation to the risk management documentation and the instructions for use; the damage observed on the used returned sample was conclusive that undue stress applied to the catheter was the contributor to the failure (breakage). The issue was due to either the failure to adequately remove the dressing or undue tensile force applied to the catheter tubing during catheter removal. Either potential failure modes could result in catheter breakage. The proper techniques for catheter removal are listed in the instructions for use. The IFU also cautions of "grasp catheter near insertion site. Remove slowly. Note: do not use excessive force".

Event description:
Catheter broke while removing from the patient. Taken to surgery for removal of the catheter.